Event description:
Acct. Reports they have had two incidents of leaking at the joint of the stopcocks. States it appears to leak at the off handle. States they were using the stopcocks with blood products when the incidents occurred. No pt injury reported. No samples were saved.

Event description:
Acct. Reports they have had two incidents of leaking at the joint of the stopcocks. States it appears to leak at the off handle. States they were using the stopcocks with blood products when the incidents occurred. No pt. Injury reported. No samples were saved.